Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a surgery. It was noted that the right atrial lead exhibited unspecified capture issue, and the lead dislodged. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.